Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels of 300-400 mg/dl. The customer treated high blood glucose levels with syringe and pump. The customer mention the following symptoms thirsty, tired and pain in chest. The customer declined to trouble shoot high blood glucose levels. The customer mention issues with infusion set, the customer was advised to change entire set, reservoir and insulin.